Event description:
It was reported that the one-year post-operative x-ray showed a fracture of the c5/6 superior anchoring plate. No complications for the patient so far. The surgeon will monitor the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation: the product could not be physically evaluated since it remains implanted, however, an x-ray was provided. Based on the x-ray, the device appeared to match the information in the complaint file and appears to be fractured. Root cause: the root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during insertion or intersecting the plates at nearby levels. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the one-year post-operative x-ray showed a fracture of the c5/6 superior anchoring plate. No complications for the patient so far. The surgeon will monitor the patient.